Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) leads due to non-function. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. During use of a spectranetics 16f glidelight laser sheath, a superior vena cava (svc) perforation occurred, and the patient did not survive the procedure. This report captures the 16f glidelight device in use when the perforation occurred, resulting in death. There was no alleged malfunction any spectranetics device in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.